Event description:
In late 2008, the pt reported that he received an e4 (occlusion) error while attempting to bolus. He stated that he was recently advised by his physician that he had a large amount of scar tissue near his belly button and he stated that he moved his infusion site 3 inches from that area. He was educated on alternative infusion sites. To troubleshoot, the pt disconnected from his infusion sites and was able to perform a prime through the infusion tubing without error. He was advised to change his infusion site. He stated that he changes the infusion site at least every 3 days. The pt called back and stated that he changed all of his accessories, and he received another e4 error. The pt was instructed to disconnect from the infusion site, and he was able to perform a prime through the infusion tubing without error. He then removed the infusion tubing and primed through the adapter without error. He then removed the insulin cartridge and performed a prime and stated that the piston rod was not moving. He then received an e4 error with one unit left in the prime. The pt was assisted with switching to his backup infusion device. The pt called back three days later, and stated that he received no errors while connected to the back up infusion device. He then decided to switch back to the primary infusion device and his blood glucose elevated to 420-591 mg/dl and he bolused 10-12 units of insulin but his levels continued to elevate. He switched to the backup infusion device and had no further issues. The pt did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.